Event description:
The device will typically inflate a balloon catheter and give feedback on the patients motility. This particular balloon catheter failed to inflate with multiple attempts. This equipment did not functioning properly and increased the time of the procedure and the amount of times that the esophagus was passed through with devices. Increasing the risk of the procedure.

Event description:
The device will typically inflate a balloon catheter and give feedback on the patients motility. This particular balloon catheter failed to inflate with multiple attempts. This equipment did not functioning properly and increased the time of the procedure and the number of times that the esophagus was passed through with devices. Increasing the risk of the procedure.